Event description:
This complaint was created due to the receipt of a medwatch report (mw5117393) received on 12may2023. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the ias8-120lp, airseal 8/120mm port. The report states that on (B)(6) 2023 ¿8 mm air seal trocar was used to repair a hiatal hernia. The valve seal from the trocar was visualized in patients abdomen. Piece was removed. No harm to patient.¿. There was no injury or impact to the patient or user. Further assessment could not be sent as the reporter did not identify himself/herself, or the facility where the event occurred. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 29 reports, regarding 33 devices, for this device family and failure mode. During this same time frame 1,018,692 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.